Event description:
Small bowel resection procedure. Slc55g dlu was used to transect a section of the small bowel. The tissue was observed to be thicker than normal. Pc read "firing sequence incomplete" and the knife blade was exposed. The knife blade cut the tissue and cut a vessel that had to be sutured. Case was completed using another device and manual sutures.

Manufacturer narrative:
Results and conclusions: during analysis, it was confirmed that the knife only traveled half the distance of the reload. The reload drive screw rotates smoothly and no abnormalities were observed on the pushers or cartridge. The dlu's fire shaft rotates smoothly. The dlu was re-fired and cut 5 layers of test foam without any issues.